Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a "primary audible alarm bgnd". Same message appears while turning on and off as well. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for evaluation. Visual inspection revealed the device in good condition. Event history log confirmed ¿primary audible alarm bgnd¿ and ¿acu watchdog failure¿ occurred. Functional testing was unable to replicate the reported issue. The root cause was unable to be determined. The speaker and interconnect pcb were replaced as a preventive measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.